Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that her pump is not giving her insulin during a bolus. She said that she is currently in the hospital because of high blood glucose. During high blood glucose troubleshooting, her blood glucose was 546 mg/dl and is currently 174 mg/dl. She said that she treated with the pump until she was admitted into the hospital. The customer was taken to the ER for high blood glucose on (B)(6) 2017 at 10:00 am with a blood glucose of 524 mg/dl. She said that she was feeling weak, tired and nauseous. The doctor told her to go to the ER because of diabetes ketoacidosis. While in the hospital she is being treated with an insulin drip. She was wearing the insulin pump at the time of the hospitalization. The customer said that she isn¿t able to check for damage to the drive support cap. She stated that the doctor had recently changed her basal rates just for overnight. The customer stated that she had received a no delivery alarm the same day that her high blood glucose began. She does not have a tubing clamp to perform the high-pressure test and was advised to call back when she receives it so that the test may be performed. The customer was advised to change the entire set, reservoir and insulin and to treat per her doctor¿s instructions. The customer added that the drive support cap was slanted and not even. She said that she did not press the cap while connected. She was advised that the pump should be replaced due to the drive support anomaly. The insulin pump will be returned for analysis.